Event description:
It was reported that customer observed damage to tandem charging cable, which caused charging supplies to stop working. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies with two-day shipping; no additional information was received regarding outcome after replacement was sent.